Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarm 1 (no pressure change when expected) occurred. The customer observed that the current cartridge was cracked. The customer's blood glucose (bg) level was 274mg/dl during one of the event dates and a manual injection was administered to address the bg level; there was no reported adverse impact to the customer's bg level during the other event dates. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.